Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 449 mg/dl. The customer reported that she was in 400 mg/dl and changed out her set and was still getting no deliveries. The customer wanted to decline the high blood glucose and no delivery troubleshooting but performed the self test and displacement test to test the functionality of the product and they both passed. The insulin pump will not be returned for analysis.